Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing and noise were observed on the right atrial (ra) and right ventricular (rv) leads due to a suspected lead integrity issue. It was also reported that diminished r-waves were observed on the rv lead. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that suspected insulation damage was observed on the ra and rv leads. The ra and rv leads were capped and replaced.